Event description:
It is reported that the pt was revised due to pain and dislocation.

Manufacturer narrative:
Eval summary: no devices or photos were received; therefore, the condition of the components is unk. Pt factors that may affect the performance of the components such as bone quality, height/weight, activity level, type of activity (low impact vs high impact), and relevant medical history are unk. Adherence to rehabilitation protocol is unk. Surgical notes were not provided. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Based on the info provided, a definitive cause for the experience observed cannot be determined with certainty. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Should additional substantive information be received, the complaint will be reopened.